Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2017. No additional event or patient information is available. The sensor was not returned for evaluation; however, the patient allegation is against the receiver (lot number 5220970, serial number (B)(4)) which has been returned. An external visual inspection was performed and passed. The receiver data log was downloaded and the receiver was charged. Review of the data log on (B)(6) 2017 confirmed the reported inaccuracy. A global receiver test was performed and resulted in no failures related to the customer complaint. A root cause could not be determined.